Event description:
"This is a pt who sustained an intracapsular fracture of the right hip. They were treated with bipolar head replacement. The pt went on to dislocate postop, possibly during sedation or durng ambulation with bed-to-chair transfers. The pt had an attempted closed reduction last night. The bipolar head disassembled from the shaft. It was felt that the locking mechanism might have failed. They were brought to the operating room for open reduction" - operative report from 2005 obtained on 2 months later. The pt was revised using the same implant of a slightly smaller size. No problems reported to date with the revision implant.